Event description:
It was reported a volume discrepancy occurred and the expected residual volume (erv) was 4.6 ml and the actual residual volume (arv) was 19 ml. Troubleshooting performed included a dye study and it appeared the dye was flowing into the pump pocket and the catheter was disconnected. Additional information reported a dye study was done earlier (date not provided) but they were not able to aspirate. It was noted the patient experienced pain and was not getting good therapy. The pump had not been working right ¿for quite awhile¿ and it worked well for a little while then the patient felt she was getting nothing. When the healthcare provider (hcp) saw the patient prior to (B)(6) he could tell the patient was not therapeutic and that the pump had been flipping based on what the patient said and how he felt the pump in the pocket. The patient was sent to a different hcp in (B)(6) to have the pump re-sutured down. On (B)(6) 2015, it was noted the reservoir volume should have been under 2 ml; however, 19.6 ml was removed. Surgical intervention to replace or fix the existing catheter was scheduled to take place on (B)(6) 2015. The patient was doing well, but was not receiving effective therapy as of (B)(6) 2015. It was further reported on (B)(6) 2015 the catheter was kinked. When they opened up the pump pocket; the collet connector on the pump side, ¿the mushroom cap¿ that went over the clamp had deployed the collet. The catheter was still connected and the "spiky" part was intact on the collet, but the mushroom cap was disconnected and on the catheter itself. The hcp was able to pull the catheter off of the collet, but it was still connected. Caller stated the pump had flipped multiple times because the catheter was ¿worked.¿ on the spinal side at the anchor the catheter was kinked tight and looked occluded ¿like a knot¿ but when the doctor removed the catheter and straightened it out it was not a knot it had just flipped multiple times. The entire catheter was replaced and the patient was doing well and receiving effective therapy. No catheter segments were left in the intrathecal space and the catheter would not be sent back. The pump was being used to deliver fentanyl and bupivacaine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the catheter revealed significant twisting of the catheter body that may have affected infusion.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
Additional information received reported that the pump flip was fixed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.